Manufacturer narrative:
The serial number and date of manufacture were unknown; therefore, UDI: (B)(4). Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 4 for the same event. It was reported that four (4) adaptor devices were not tight and popping open when the impactor was running. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to june 27, 2017. The device serial number was documented as unknown in the initial report. It has been updated to (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the broach did move when locked into the adapter, however no defect was found and this did not affect functionality of the device. Therefore, the reported condition was confirmed. However, it was determined that the movement is normal from wear of the adapter over time and does not affect the functionality of the adapter and broach. A review of the device history record for did not indicate any conditions during manufacturing operations that could be related to the reported condition. This device passed all manufacturing and test requirements at the time of manufacture. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.